Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with an alert for non-sustained oversensing. Review of the episodes revealed multiple episodes of nso due to competitive pacing. No more issues were noted. The patient will continue to be monitored.